Event description:
Following the information gathered the patient fell out of bed. The customer stated that the backrest was raised and one safety side panel was in down position, the bedside table was placed near the bed to allow the patient eating the breakfast. The customer reported that the patient slid out of the bed on the open side. The patient sustained head injury, which was a left frontal hemorrhage due to the fall. No issue with the device was reported.